Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was capped after displaying an increase in pace impedance measurements and thresholds. The lead displayed the same clinical observations via the pacing system analyzer (psa). There were no adverse pt effects reported.